Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the issue occurred again, which they understood and acknowledged.